Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer shut down when the provided rf (radio frequency) head was plugged in to the programmer; rf head found out of electrical specification. Analysis also found the rf head label was delaminated. Rf head upper and lower cases were discolored (appeared to have been autoclaved). Rf head had internal corrosion. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer was shutting down and rebooting while in the operating room prior to a case. Staff was concerned of power down when possible attached to pacer dependent patient during procedure. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.